Event description:
It was reported that during follow-up, post-paced t-wave oversensing on the ventricular channel was observed. The non-pacemaker dependent patient was asymptomatic. Programming changes were recommended, but the physician elected not to make them. The patient will continue to be monitored normally.